Manufacturer narrative:
. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that due to a capsular bag rupture upon insertion, the surgeon requested different types of intraocular lenses (iols). A 25-gauge anterior vitrectomy was performed. The procedure was completed with a lens from another company. No additional complications occurred. Further information indicated that the lens was fully inserted. The doctor believes that the inserter and the iol were caught together, preventing the iol from releasing from the inserter and resulting in a nasal posterior tear. The patient is doing good. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: aug 07, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device revealed that the lens was received coated in viscoelastic and tape residue. The lens was cleaned revealing a scratch on the lens and on one haptic. No handpiece was received for evaluation. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.